Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead noted several episodes of noise. As a result, inappropriate antitachycardia pacing therapy was delivered. Lead replacement was discussed. No intervention was reported. The patient was stable throughout.

Event description:
New information received noted the patient's right ventricular lead was capped and replaced on (B)(4) 2019. The patient was stable throughout.

Manufacturer narrative:
Correction: (B)(4).

Event description:
New information received noted noise reversion episodes were observed as a result of the noise.